Manufacturer narrative:
(B)(4).

Event description:
The patient via a healthcare provider reported that the patient was getting shocks on the right side of their body. The patient was reprogrammed about 2 weeks prior to the report. The patient first noted that the shocking started after the reprogramming but then later noted that the shocking may have started prior to the reprogramming. The stimulation was on at the time of the report and impedance measurements had not been taken. The patient was in the emergency room and there was no clinician programmer available. The devices that could turn the stimulation off were reviewed. The patient was indicated for spinal pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.